Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9011582 and the review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To further investigate this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, foreign matter was observed within the saline; however, a clear identification was not possible upon analysis. It is possible that the foreign matter originated from a cleaning product used to clean the manufacturing equipment. The cleaning practices are currently under review and all production associates have been notified of this incident. Based on the low occurrence of this incident, this is not believed to be a systemic issue at this time. H3 other text : see h.10

Event description:
It was reported that the syringe 10ml reg pr saline fill experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: verbatim: customer called in to report a particulate found in syringe. (B)(6): spoke with customer at the facility and additional information was received. When pt flushing central line they saw something small / white floating in the saline (about the size of a grain of sand). Pt did not continue to flush and no ae as a result. Found during post dose flush. Customer pulled lot and did not see particulate in any of the remaining product. Occurred on or around (B)(6) 2020

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 10 ml reg pr saline fill experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: verbatim: customer called in to report a particulate found in syringe. (B)(6): spoke with customer at the facility and additional information was received. When pt flushing central line they saw something small / white floating in the saline (about the size of a grain of sand). Pt did not continue to flush and no ae as a result. Found during post dose flush. Customer pulled lot and did not see particulate in any of the remaining product. Occurred on or around (B)(6) 2020.